Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260405.005. Hardware: pixel 9 pro xl. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing redness, skin tears, bleeding and large red welts had occurred while wearing the pod on their abdomen between 24 and 36 hours. Symptoms began 2 days into usage. The affected area was slightly larger than the pod. Patient visited their physician and was prescribed neosporin and cortisone. The nurse suspected an allergic reaction, but it was not confirmed.